Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during a biopsy procedure performed on (B)(6), 2011. According to the complainant, during the procedure, the forceps needle bent. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the preliminary investigation results; jaws are unable to close.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during a biopsy procedure performed on (B)(6), 2011. According to the complainant, during the procedure, the forceps needle bent. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the preliminary investigation results; jaws are unable to close.

Manufacturer narrative:
The patient ID, age, gender and weight are unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during a biopsy procedure performed on (B)(6) 2011. According to the complainant, during the procedure, the forceps needle bent. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the preliminary investigation results; jaws are unable to close.

Manufacturer narrative:
The most probable root cause is operational context due to anatomical or procedural factors affecting the integrity of the device and limiting the device performance.

Manufacturer narrative:
A visual examination of the returned device found that the needle was bent. Functionally, the device jaws would open normally, but failed to close completely due to the bent needle condition. No abnormalities were noted with the device riveting and welding which were within specification. The condition of the returned incident device was consistent with the complaint that the needle was bent. However, the evaluation found that this led to the jaws not being able to close completely. There are controls in the manufacturing process that exist to limit product performance issues. Since the specific cause of the bent needle cannot be identified, the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted.